Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood viscosity. Viscosity is calculated from the patient's hematocrit. To obtain the most accurate estimate of blood flow, the patient's hematocrit must be entered into the monitor. The instructions for use (IFU) outlines the setting of the patient's hematocrit based on a blood sample and adjustments to the hematocrit setting. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated.the low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death, worsening heart failure, renal failure and device thrombosis are known potential complications that may be associated with use of this product and in all patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
A report was received that a patient developed a sudden decrease in his vad estimated flows to 0.6l/min along with decrease in his mean arterial pressure (map). The patient's condition required the placement of an intra-arterial balloon pump (iabp) and inotropic support. The patient developed renal failure requiring dialysis. He was further treated with tissue plasminogen activator (tpa). It appears that the patient's vad estimated flows increased to 5.1l/min but then began to decrease to 0.3l/min. A transesophageal echocardiogram (tee) revealed no obvious signs of clot but noted that the inflow and outflow cannula signal velocities were 4m/sec. The site provided pictures of a monitor which appear to confirm the reported drop in vad flows. A preliminary log file review confirmed multiple suction and low flow alarm events. The patient arrested and appears to have subsequently expired. The device was explanted with plans to return it to the manufacturer. The cause of death and whether an autopsy was performed or not were not reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: additional information received indicates that the patient was re-admitted to hospital when he first developed his symptom of hypotension, low vad flows and with a two-week history of abnormal abdominal movements. He then developed acute renal and hepatic dysfunction when the vad flows dropped. The patient expired on (B)(6) 2017 from reported multi-organ failure (mof). The site further reported that the explanted pump did not reveal anything unusual but that an autopsy was not performed. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "low flow" event was confirmed via review of the controller log files which revealed 36 low flow alarms since (B)(6) 2017. 3 suction alarms were logged starting (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report revealed no evidence of thrombus within the pump. Of note, it was reported that the patient expired due to multi-organ failure. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and information available, the most probable root cause of the reported low flow and suction events can be attributed but not limited to inappropriate pump rotational speed, ventricular collapse, and/or poor vad filling. Based on the available information, clinical factors that may have contributed to the reported event include the patient¿s past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.